Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 9:00 am the patient obtained the blood glucose reading of 199 mg/dl on the reported meter. The patient also obtained the reading of 144 mg/dl on another manufacturer¿s meter within 30 minutes. The patient took no actions based on this reading. One hour afterwards, the patient experienced the symptoms of headache, nausea and shaking. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient¿s test strips were expired, which can cause inaccurate readings. The meter and test strips were replaced. The patient¿s technique was incorrect by using expired product. However, as the patient suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.